Manufacturer narrative:
Initial and final MDR 1877108 - device 2 of 5. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that 05 infusion set cannulas were kinked within 3 or more hours of insertion which led to high blood glucose level of 400mg/dl. The insertion site of the infusion site was at thigh. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin deliveries successfully. The patient received correction bolus via pump, and then changed infusion set. The patient tested for small ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.